Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed and the returned condition substantiated the reported experience. Inspection of the returned device indicated that the locator wings were bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. However, the returned condition indicated that the access ports were utilized to facilitate the device removal as instructed in the starclose se instructions for use. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the device removal after clip deployment. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported difficult device removal and no similar incidents that exhibited bent vessel locator wings. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device was difficult to remove from the patient anatomy. In accordance with the instructions for use, the access ports were used to successfully facilitate device removal. The clip of the starclose se device achieved hemostaiss. There were no reported adverse patient sequale. Though requested, no additional information was provided.